Manufacturer narrative:
(B)(4)

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Product was provided for investigation an external visual inspection was performed and passed, normal wear and tear was noted. A receiver charge test was not performed due to the receiver was stuck at "dexcom" screen. A receiver boot test was performed and failed due to the receiver stuck at ¿dexcom¿ screen. Functional test were not performed due to the receiver stuck at ¿dexcom¿ screen. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver stuck at ¿dexcom¿ screen. The allegation was confirmed a frozen screen display. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).